Event description:
It was observed that during the device inspection, the colonovideoscope's air and water tube, air and water cylinder, and nozzle exhibited foreign objects. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information added to fields: h3 and h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is confirmed that white foreign material was adhered to air/water-cylinder, air/water-channel and nozzle. The white foreign material was not identified, and a definitive root cause could not be established. It was unknown whether there was deviation from instruction for use in reprocessing steps for the locations where foreign material remained and there was no physical damage was found at the locations. The instructions for use states the detection method associated with the event in "cf-hq1100dl/I operation manual chapter 3 preparation and inspection." And the prevention method associated with the event in "cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope." Olympus will continue to monitor field performance for this device.